Manufacturer narrative:
The customer reported that the device unexpectedly shut down. The device was returned to philips and evaluated. The processor pca was found to be defective and was replaced to resolve the issue.

Event description:
The customer reported that the device unexpectedly shut down.